Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, when changing forceps on arm, the black valve part of the universal seal broke and fell into the body. The fallen part was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the accessory was inspected prior to use, and no damage was noted. While performing tissue mobilization, black fragments were found. The black fragments observed were fragments that fell of the valve from universal seal. It is unknown what the surgeon believed was the cause of the fragments falling into the patient. The accessory was used for about two hours. It is unknown if the fragments fell inside the patient during an instrument tip, or accessory collision. The fragments were retrieved with rapalo forceps. It was confirmed that all fragments were retrieved and matched with the damaged area. No additional surgical procedure was required to remove the fragments. No post operative tests like an x-ray ultrasound were performed to check for remaining fragments. Procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to foreign objects. The universal seal and the broken pieces that fell inside of the patient were discarded at the facility and will not be turned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the provided images showed that the first image provided exhibited a universal seal with a torn septum. The second image appears to potentially be the fragment that fell from the universal seal septum.